Manufacturer narrative:
.

Event description:
It was reported that the pt had fungal meningitis. The pt's pump contained baclofen, concentration and dose info were not provided. The hcp was planning to titrate the drug and remove the pump. No further info was provided. A follow-up report will be sent if additional info is received.